Event description:
It was reported that the device delivered a breath but did not cycle. There was a constant pressure. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device as returned for analysis of complaint that device delivered a breath but did not cycle and there was a constant pressure. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Complaint was confirmed. Device failed cycle check test. Removed timer valve and found that foreign material, loctite, had penetrated the input manifold assembly, causing a leak. After cleaning the foreign material, the leak stopped. The device passed all testing post repair. Probable cause was leak between timer valve and input manifold assembly.